Manufacturer narrative:
H11: corrected data: MFR report #2015691-2021-04919 is a duplicate report and was already submitted under MFR report #2015691-2021-03992. Please reference MFR report #2015691-2021-03992 for the reporting of this event.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 29mm magna pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tavr was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well. No additional information has been provided.